Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat patient (age and gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicated that there was any adverse effect to the patient due to the reported malfunction.